Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: the reprocessing was not conducted properly due to the leakage from the connector. Additionally, the material may not have been removed due to the leakage from the connector. However, the root cause could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection states detection methods, and chapter 5 reprocessing the endoscope (and related reprocessing accessories) states preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited white foreign material inside the air/water channel. There were no reports of patient involvement.